Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing on a retained kit met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Event description:
The customer observed a falsely depressed ca125 result for one patient on the architect i2000sr analyzer. The following data was provided sid (B)(6): initial (from aliquot) 10.4 u/ml, repeat 541 u/ml from original sst tube (repeat result was consistent with clinical history). There was no impact to patient management reported.